Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving a vibratory alert for increased high pacing lead impedance. All other electrical measurements were normal. Programming changes recommended and to perform isometric testing. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.